Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during pre-cardiopulmonary bypass (vein harvesting), a small longitudinal cut in the vein of the neck was identified after the vein was removed from the patient. The damaged piece of vein was cut out and the remaining section of vein was used for the coronary artery bypass grafting (CABG). Product was changed out. Unknown if the procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2018. (B)(4). Without the returned device or lot information provided, a thorough investigation cannot be performed and a definitive root cause cannot be determined. During the manufacturing process, all vsp550 are thoroughly inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.